Manufacturer narrative:
(B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor repair kit was used during an anterior/apical repair with uphold lite performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and the suture needle remained lodged inside the capio device. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.